Event description:
Information received from the article: nerva et al. Pipeline embolization device as primary treatment for blister aneurysms and iatrogenic pseudoaneurysms of the internal carotid artery. J neurointerv surg 2015; 7:210-216. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review: 4 patients were treated with pipeline. Two patients had post procedure complications. The first patient (patient 1) had a blood blister aneurysm with a subarachnoid hemorrhage that was treated with a single pipeline. Contrast extravasation occurred during deployment but stopped after heparin reversal and temporary balloon occlusion. Contrast stasis within the aneurysm dome was not observed. Post procedure, the patient was neurologically intact except for a persistent headache. Daily doppler exams with emboli monitoring were negative for both emboli and vasospasm. Five days post procedure, the patient became acutely unresponsive with evidence of a new hemorrhage. The patient had an emergency angiography which demonstrated aneurysmal enlargement. A second ped was placed. The patient remained in poor neurological condition after the re-rupture with sustained intracranial hypertension refractory to medical therapy. MRI (magnetic resonance imaging five days later (10 days post procedure) demonstrated a diffuse infarction in the bilateral hemispheres, thalami, and brainstem. The patient's family withdrew care and the patient expired. The second patient (patient 4) had a pseudoaneurysm following iatrogenic injury and was treated with a single pipeline. A type I endoleak was noted on stent view; the stent non-apposition was treated with balloon angioplasty with good result. Postoperatively, the patient developed respiratory distress from tracheal stenosis (subglottic edema requiring tracheostomy, then pneumonia, ard (acute respiratory distress syndrome), and sepsis. The patient eventually expired of unrelated causes (sepsis) 3 months after pipeline placement. The information was received from the same article as MDR# 2029214-2015-00290.

Manufacturer narrative:
The report was created to capture the post complications and deaths received from the article: information received from the article: nerva et al. Pipeline embolization device as primary treatment for blister aneurysms and iatrogenic pseudoaneurysms of the internal carotid artery. J neurointerv surg 2015; 7:210-216. Http://www.ncbi.nlm.nih.gov/pubmed/24578484. The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The lot history record review was not possible as the lot numbers were not reported. (B)(4).